Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the reported event occurred due to the use of excessive force by the customer. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The olympus repair inspection found the stopcock valve broke off the main body of the scope. Also, the customer¿s reported problem was confirmed, the image appears cloudy/misty. No further relevant information was provided by the nurse at the user facility. The investigation is still in progress; however, if additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
The customer angled ocular rigid ureteroscope was returned to olympus for repair of a reported ¿cloudy vision¿. The customer reported event was found at an unspecified event. Upon inspecting and testing, olympus identified the stopcock valve broke off the main body of the scope. No death or injury and no impact to patient or other has been reported to olympus. This report is being submitted to capture the broken off stopcock that was found during the repair inspection.